Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. However, based on the available information, the root cause of the reported event (perivalvular leak first and central leak later) can be traced to use error (device mispositioning and subsequent re-adjustments). The manufacturer has followed up to retrieve additional information on the event, but no further details have been received to date. Should any further information be received in the future, a reporting update will be provided.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted. When declamped after perceval m was indwelled with mics approach, its position in the right coronary apex side was found to be high and pvl occurred. After that, even though its position was readjusted with cross-clamping again, central leak occurred. Therefore the valve was removed, and a new valve was used. Based on the medical judgment received, it is possible that the position adjustment caused the whole to be squashed and central leak occurred. No information on the patient impact and outcome was provided.

Manufacturer narrative:
The manufacturer received additional information on the event, and a revised summary has been provided in b5. The additional information received do not change the conclusion previously submitted. Based on the available information, the root cause of the reported event (perivalvular leak first and central leak later) can be traced to use error (device mispositioning and subsequent re-adjustments) in agreement with the medical judgment received. Furthermore, the surgeon did not consider the event as a device malfunction and the patient was not adversely impacted by the event as remained stable during the procedure with a good outcome.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted. When declamped after perceval m was indwelled with mics approach, its position in the right coronary apex side was found to be high and pvl occurred. After that, even though its position was readjusted with cross-clamping again, central leak occurred. Therefore the valve was removed, and a new valve was used. Based on the medical judgment received, it is possible that the position adjustment caused the whole to be squashed and central leak occurred. Based on additional information received, it was confirmed that the perivalvular leak occurred due to device malpositioning. However, the surgeon did not further commented on any possible causes for the device malpositioning. Furthermore, it was clarified that no "valve crushing" occurred. It was thought that the distortion increased by performing the dilatation again while the malposition occurred. The surgeon did not consider this event as a malfunction of the perceval valve. The patient ultimately received a new perceval valve size m. The procedure was prolonged more than 20min but the patient remained stable during the procedure. The patient was discharged without any problems. No adverse events have occurred.